Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the evaluation results, the cause of the image freezes malfunction is due to the following: accidental malfunction of the dp board. Aging deterioration of the dp board (if the device was used frequently for a long time). Handling issues (since the device was deformed, it might be possible that the parts on the dp board were damaged due to external force). As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found a freezing image due to faulty (dp) circuit board. Additionally, there was deformation to the external housing; rear panel and top cover. A software upgrade to the latest version is recommended. The device was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center's image was found freezing due to a faulty printed circuit board. There was no reported allegation of any malfunction associated with the device and there was no patient involvement reported.